Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that patient presented in hospital after experiencing thoracic pain. Increased capture threshold and decreased sensing were observed. The lead was explanted and replaced.